Event description:
Home patient reported peritonitis while using the homechoice cycler for automated peritoneal dialysis therapy. Home patient "felt" that repeated reload set 188 alarms were related to peritonitis episode and sunsequently requested a cycler replacement. Follow up with health care professional revealed that home patient had nausea, vomiting and cloudy effluent, and presented to dialysis facility on 2/15/99. Culture of effluent taken revealed no growth and peritonitis was not confirmed, however, home pt was treated with antibiotics due to peritonitis symptoms. Health care professional reports home patient was treated with 1 gram vancomycin, 80mg gentamicin and 500mg cipro. According to health care professional, home patient is fully recovered. Health care professional does not attribute peritonitis event to homechoice cycler but "feels" home patient technique may be the reason. Health care professional states that home patient may have disconnected solution bags from homechoice set and re-spiked same bags onto new homechoice set during the process of loading a new set onto cycler, contrary to health care professional's instructions.